Event description:
It was reported via repair work order that the wrist rest would not hold in position due to worn parts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.